Event description:
The customer reported that she went into the pool while wearing the insulin pump. Troubleshooting was performed and moisture in the device was found. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had a cracked case at the display window.